Event description:
Customer reported that a patient was sick on evening after a treatment which was ended early during photoactivation because of recurring temperature alarm. Name and function of complainant: same as reporter. First day treatment of patient on (B)(6) 2013. Total calculated photoactivation time was 90 minutes. After approximately 15 minutes, a temperature alarm occurred. The room temperature was over 26 degrees celsius. The instrument had only been left idle for 30 minutes after the previous treatment on that day. Customer reset the alarm and pressed start. The alarm reoccurred. For fear of hemolysis, the customer elected to end the treatment approximately 30 minutes into the photoactivation. All blood/blood products were returned to the patient. Second day treatment on (B)(6) 2013. Patient had been sick once during the previous evening. Patient had felt nauseated. Blood was taken from patient for blood count. Physician examined patient and found patient fit for ecp treatment. Second treatment was completed without issues. After treatment, the blood count results arrived. No reports of patient feeling ill or being stick after the 2nd day treatment. As a results of the blood count, the patient received a blood transfusion. The patient was also hospitalized for 1-2 night for observation. Nurse could not specify the exact number of ecp treatments that the patient had received, in total. No ecp treatments have been performed since. Future treatment will be administered as planned. Patient is currently feeling well. The nurse stated that the patient had not been feeling well before the start of the first days treatment (no details were provided), so event might not be linked to ecp treatment. Customer did not return product for investigation.

Manufacturer narrative:
Company comment: it was noted that the patient had felt unwell before the 1st day of treatment and so the nausea and being sick may not be due to ecp. However, nausea with or without vomiting has been reported commonly following re-infusion of uvadex-treated cells and is labelled and listed. The cellex instrument functioned as intended in alarming for increased temperature. The operator acted correctly in ending the treatment and returning all fluids. However, it seems the hematocrit fell from 30.9% to 22.7% and the haemoglobin from 9.6 to 7.0 g/dl, necessitating transfusion and hospitalization for observation. There is no product problem or device malfunction. The instrument performed as intended. However, therakos has elected to take a conservative approach and report this incident due to the patient hospitalization and transfusion. (B)(4).